Manufacturer narrative:
Concomitant medical products: 670100 heart band; implanted: (B)(6) 2011, a3sr01 pacemaker; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low tip to coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.